Manufacturer narrative:
One device was received for investigation. Visual inspection found no damages, bad bonds, cuts or kinks in the device. Functional testing occurred. During the test, no leaks were detected. The complaint is not confirmed. No root cause determined. No actions taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the disposable exhibited a leak when nurse opened to disconnect. No adverse patient effects were reported by the customer.